Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inquiry regarding the meaning of a battery depletion (bd) error was sent for technical services (ts) review. Ts noted that a bd alert stands for a battery depletion error. Ts noted that this device data showed that the power consumption was increasing in a gradual fashion consistent with a hydrogen degradation of a component. The device was malfunction and should be explanted and returned for analysis. The device remains implanted to date. No adverse patient effects were reported.

Event description:
It was reported that an inquiry regarding the meaning of a battery depletion (bd) error was sent for technical services (ts) review. Ts noted that a bd alert stands for a battery depletion error. Ts noted that this device data showed that the power consumption was increasing in a gradual fashion consistent with a hydrogen degradation of a component. The device was malfunction and should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report is being filed to update the h7 field remedial action type.

Event description:
It was reported that an inquiry regarding the meaning of a battery depletion (bd) error was sent for technical services (ts) review. Ts noted that a bd alert stands for a battery depletion error. Ts noted that this device data showed that the power consumption was increasing in a gradual fashion consistent with a hydrogen degradation of a component. The device was malfunction and should be explanted and returned for analysis. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that an inquiry regarding the meaning of a battery depletion (bd) error was sent for technical services (ts) review. Ts noted that a bd alert stands for a battery depletion error. Ts noted that this device data showed that the power consumption was increasing in a gradual fashion consistent with a hydrogen degradation of a component. The device was malfunction and should be explanted and returned for analysis. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that an inquiry regarding the meaning of a battery depletion (bd) error was sent for technical services (ts) review. Ts noted that a bd alert stands for a battery depletion error. Ts noted that this device data showed that the power consumption was increasing in a gradual fashion consistent with a hydrogen degradation of a component. The device was malfunction and should be explanted and returned for analysis. The device was explanted and expected to be returned. No additional adverse patient effects were reported.